Event description:
It was reported that on (B)(6) 2013 the patient presented to clinic for follow up. The left ventricular lead exhibited a capture anomaly. The lead was successfully explanted and replaced on (B)(6) 2013.